Event description:
It was reported that patient had an initial surgery acl reconstruction on (B)(6) 2019 where the guide wire was used. Two weeks later, broken guide wire was observed on x rays that were performed therefore the patient underwent a second surgery on (B)(6) 2019 to remove the broken piece. Currently, the patient is doing fine. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: guide wire (box of 5) product used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use. Instructions for use documentation is quite specific and contains specific instruction, precautionary statements and recommendations for proper use of product. ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ complaint history review for three years prior indicated similar allegations for the product code reported. DHR/batch/lot review was unattainable without a valid lot number provided. Product met specifications upon release to distribution. If objective evidence becomes available to assist with evaluation, the complaint may be revisited. Product met specifications upon release to distribution. Per clinical/medical investigation: reportedly a second surgery was performed to remove a retained broken guide wire two weeks following the initial surgery. The broken guide wire was discovered via x-rays, however no x-rays where provided for review. Per e-mail communication the retained device was removed and no patient injuries are being reported. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. Per risk management: complainant reports a broken guidewire discovered post-op. Failure mode is present in failure mode analysis "guide wire breaks - loose bodies become encapsulated in patient; could lead to patient inflammation/infection".

Event description:
It was reported that patient had an initial surgery acl reconstruction on (B)(6) 2019 where the guide wire was used. Two weeks later, broken guide wire was observed on x rays that were performed therefore the patient underwent a second surgery on (B)(6) 2019 to remove the broken piece. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.